Event description:
The customer reported that the system had a cine error and would not function. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, cine bridge board, and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.